Manufacturer narrative:
(B)(4). On (B)(6) 2016, it was reported that the unit does not cut/mesh properly. Clinical follow up was conducted to clarify any additional information about the reported event however, the customer was unresponsive. The customer returned a meshgraft ii device, (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. Zimmer biomet surgical has previously repaired/evaluated meshgraft ii (B)(4) two times as documented in the repair reports. The last repair was (B)(6) 2013 where it was reported that the device was not cutting properly and the roller, cutter, and gears were replaced and the ratchet was repaired. This is not a related issue. Initial qa inspection of the meshgraft ii on (B)(6) 2016 revealed minor cosmetic damage to the device including nicks and scratches. There was wear to the cutter blades. The test mesh was performed and passed. The ratchet handle that was returned for evaluation was for a zimmer skin graft mesher. The ratchet handle appeared to ratchet normally. The calibration is within specification. Repair of the meshgraft ii was performed by zimmer biomet surgical on (B)(6) 2016 which included replacement of the dull cutter, roller and damaged handle. Meshgraft ii, (B)(4), was then tested and functioned properly. It was repaired, inspected and tested . The reported event was non verifiable since during the initial inspection the technician could not replicate the reported event. The test mesh was performed and passed. The root cause of the reported event could not be specifically determined with the information that was provided. The issue was resolved with the replacement of the dull cutter, roller and damaged handle. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Meshgraft ii, (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the unit doesn't cut/mesh properly. No adverse events were reported as a result of this malfunction.